Manufacturer narrative:
H2) additional information: continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi31000127, serial/lot #: rev. 8 : s/n (B)(6) , ubd: unknown, UDI#: unknown. H3) the atp console was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. However, it was found during testing that there was a confirmed early termination of 2d. The atp console was beeping continuously with a generator error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the regular ii was confirmed to have been brought into the theatre to complete the procedure. Following the procedure, troubleshooting found that the reported issue could not be replicated on the imaging system.

Manufacturer narrative:
H2) additional information: see b5 <(>&<)> a1 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the atp board was replaced with the new type as well as the latest firmware as this was a known software issue. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar (lower/mid spine) procedure. It was reported that when they were doing a navigated tlif procedure and the first spin occurred without any issues. However, when the surgeon requested final images to check placement of the screws and cage, the imaging system was brought into position but when 2d acquisition was attempted it appeared the x-ray hadn't fired at all and just showed a gray fuzzy image on the screen and didn't appear to give any dose of radiation either. After checking the gantry was closed correctly and rebooting the system the issue was still not fixed and the surgeon wasn't happy to delay the procedure further and waited for the imaging system to reboot and asked for a regular ii machine be brought into the theatre to take the final shots. After rebooting, the system seemed fine but didn't take any further x-rays to determine if the issue had resolved. The surgeon was extremely frustrated and not willing to wait for the imaging system to be rebooted a 2nd time and asked for the radiographer to bring in a regular ii machine to take the final images. He also demanded hospital incident reporting was also done. The site experienced less than 1-hour delay. There was no reported impact to patient outcome. No additional information was provided.